Manufacturer narrative:
No further information was obtained from this customer. However, a probe was returned for evaluation. The probe was packaged on may 4, 2018. There were 1062 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The sample could not pass the trocar test due to condition of the tip. No further functional test could be carried out due to condition of the sample. Therefore, based upon the information provided, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the laser tip could not be completely straightened and could not be inserted into the trocar during a surgical procedure. The laser probe was replaced to complete the surgery with no harm to the patient.